Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, the customer reported that the cartridge was pulled out when the pump case was removed from the pump. The customer's blood glucose (bg) was 130 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the power source alert issue was resolved after the customer attempted to charge the pump using an alternate wall adapter; however, no additional information could be obtained.